Manufacturer narrative:
The device was not returned to stryker. Therefore, the reported issue could not be duplicated or verified. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that the pin of their therapy cable was broken and would not detect the electrodes being connected. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.